Event description:
Patient with osteoarthritis had surgery on (B)(6) 2007 for graft insertion across the cmc joint with a small resection of the trapezium. In follow-up on (B)(6) 2007, it was noted that the patient had generalized swelling and felt by the surgeon to be a reaction to the graft. At this visit the patient was instructed to contact the surgeon for increasing symptoms. On (B)(6) 2007, the patient was brought to the operating room for hardware removal and graft excision due to continued symptoms. This case did take place 3 years ago, but came to light with 2 additional cases noted by the surgeon with similar circumstances and symptoms. Both of these cases have also been submitted. Dates of use: artelon cmc spacer. Diagnosis or reason for use: severe osteoarthritis of cmc joint with spacer graft.